Manufacturer narrative:
The exact implant date is unknown; stated to be in 2008. The catalog number is unknown, if received it will be provided. Complaint conclusion: it was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused shortness of breath, chest pain, numbness in the extremities, vision impairment or loss, back pain, abdominal pain, and internal discomfort and perforation of filter through the vena cava wall. The indication for the filter placement, medical history and procedural details have not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Without post implant images available for review the reported perforation could not be confirmed or further clarified. Due to the nature of the complaint and with the very limited information provided, the reported shortness of breath, chest pain, numbness in the extremities, vision impairment or loss, back pain, abdominal pain, and internal discomfort could not be further clarified. These events do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: shortness of breath, chest pain, numbness in the extremities, vision impairment or loss, back pain, abdominal pain, and internal discomfort and perforation of filter through the vena cava wall.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: shortness of breath, chest pain, numbness in the extremities, vision impairment or loss, back pain, abdominal pain, and internal discomfort and perforation of filter through the vena cava wall. Per the implant records, the patient had a preoperative diagnosis of right lower extremity deep vein thrombosis (dvt). After the patient was taken in the operating room, local anesthesia was administered. Using the seldinger needle, the left common femoral vein was accessed; a guidewire was placed, and its position was confirmed to be correct using fluoroscopy. The dilator and sheath were placed over the guidewire utilizing fluoroscopy. The 12th rib was identified, and care was taken to identify l2 and l3. The inferior vena cava (ivc) cavogram performed noted a good caliber ivc and no evidence of any intraluminal filling defects. The level of the renal veins was estimated. The post procedure x-ray noted good deployment. The patient tolerated the procedure well. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately nine years and eight months post implantation. The patient reports ivc perforation, filter tilting and embedment. The patient further asserts to have experienced shortness of breath, chest pain, back pain, abdominal pain and numbness in the extremities post implant, in addition to anxiety related to the filter.

Manufacturer narrative:
As reported, the patient had placement of a trapease inferior vena cava (ivc) filter. Per the medical records, the indication was right lower extremity deep vein thrombosis (dvt). A venocavogram noted a good caliber ivc and no evidence of filling defects. The level of the renal veins was estimated. The post procedure x-ray noted good deployment. The patient tolerated the procedure well. The filter subsequently malfunctioned and caused injury and damages including, but not limited to shortness of breath, chest pain, numbness in the extremities, vision impairment or loss, back pain, abdominal pain, and internal discomfort and perforation of filter through the ivc. Per the patient profile form (ppf), the patient reports ivc perforation, tilting and embedment. The patient further reports shortness of breath, chest pain, back pain, abdominal pain and numbness in the extremities post implant, and anxiety. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Shortness of breath, numbness, vision loss, pain, discomfort and anxiety do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.